Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked. No moisture damage electronic assembly. No unexpected vibrate alarm or blank display anomaly.

Event description:
It is reported that the customer received button error alarm while he was off shore fishing. Customer stated was able to clear the alarm. Customer's blood glucose was 189mg/dl. It is reported that customer's pump went to alarm mode, vibrate mode and then pump just died. Customer stated changed batteries and there was still button error alarm. Advised customer that the insulin pump would be replaced. No further information provided.